Event description:
Customer reported erroneous high white blood cell (wbc) results were obtained for one pt sample when using the coulter lh 750 hematology analyzer. There were no instrument generated flags with the test result. Erroneous test results were reported out of the lab. The physician questioned the results. A manual differential was performed and no white blood cells were seen on the blood smear slide. The sample was retested on the coulter gen-s system. The initial test results were determined to be erroneous based on the blood smear and retest results. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
This pt was drawn in a 4ml vacutainer tube. The sample was an estimated volume of 2ml (short sample). Controls were run before and after this event and were within acceptable ranges. Service was not dispatched for this incident. Root cause for the erroneous wbc is unk. The algorithm functioned as designed. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.